Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead. The rv lead had a sudden increase in impedance to greater than 3000 ohms. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).